Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2938836-2019-06068. It was reported that the right atrial and right ventricular leads exhibited noise. Noise led to oversensing and caused inhibition of pacing. Programming changes were discussed.

Event description:
The right ventricular lead was capped and replaced on (B)(6) 2019. No intervention was performed on the right atrial lead. The patient was stable.